Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a contrast leak was revealed during CT exam. Port was inserted in the right inguinal region at the hypogastrium. Catheter was removed and noted to have a hole near the cross section. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records (DHR) review is not available because the corporate lot number is unknown. Investigation summary: the sample returned for evaluation was one powerport isp MRI w 8 fr s/l groshong catheter. The catheter was returned in two segments. Visual and microscopic evaluations were performed of the physical sample. The complete break was noted between the 38cm and 39cm depth markers. A partial circumferential split was observed at approximately the 37cm depth marker. The fracture surface of the splits has smooth, rounded sections, peeled/granular sections, and oval orifices, which is consistent with flexural fatigue damage. Therefore, the investigation is unconfirmed for subcutaneous leak/break/split without embolism and confirmed for flexural fatigue damage. The investigation indicates that the root cause is flexural fatigue, which is related to clinical conditions. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that a contrast leak was revealed during CT exam. Port was inserted in the right inguinal region at the hypogastrium. Catheter was removed and noted to have a hole near the cross section. There was no reported patient injury.